Event description:
It was reported that resistance was felt while advancing guidewire through subject microcatheter shaft. Update: the subject microcatheter was returned for analysis and the device investigation revealed that the subject catheter¿s polytetrafluoroethylene (ptfe) inner lining was peeled. The procedure was completed successfully with another device without any clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject device was returned with a guidewire. The subject microcatheter shaft was found to be kinked/bent. The microcatheter tip was found to be flat/crushed. The hub was intact. Functional inspection for reported event catheter difficulty advancing guidewire test failed. A 0.023" pin gauge was verified to meet the microcatheter shaft when inserted into the microcatheter hub. The microcatheter was flushed and the returned guidewire was advanced through the microcatheter with friction noted. A 0.0158" patency mandrel was advanced next with significant friction noted. There was what appeared to be polytetrafluoroethylene (ptfe) inner lining pulled out on the mandrel. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was returned for analysis, and it was noted that the catheter shaft was kinked. The catheter tip was found to be flat/crushed. A 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The microcatheter was flushed and the returned guidewire was advanced through the microcatheter with friction noted. A 0.0158" patency mandrel was advanced next with significant friction noted. There was what appeared to be ptfe inner lining pulled out on the 0.0158" patency mandrel. Based on a review of all available information and the analysis of the returned device it is probable that the microcatheter shaft was kinked and tip flattened during removal from the dispenser hoop or during preparation. The damage to the shaft would have caused friction during the procedure. It is probable the ptfe inner layer was damaged when resistance was felt advancing the guidewire during the procedure and when friction was felt during analysis. The operator continued to use the guidewire after resistance was encountered. The as reported/as analyzed 'catheter difficulty advancing guidewire' as well as the analyzed 'catheter shaft kinked/bent', 'catheter tip flat/crushed' 'catheter shaft friction', and 'catheter ptfe inner lining peeling' will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.